Event description:
The customer was unconscious and the device was used to check their blood glucose. A result of 520 mg/dl was obtained. Emergency medical technicians were called and their meter read 14 mg/dl. Pt was treated with an IV and tubes of glucose and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.